Event description:
It was reported to tyco healthcare/kendall in 2006, that a customer had a problem with a foley catheter. The customer states, "the entire tip of the catheter broke away inside the pt."

Manufacturer narrative:
Per director of risk management,in 2006, the pt was admitted to the hospital for a laparoscopic cholesystectomy. With the pt under anesthesia in the or, the nurse reported checking the balloon prior to insertion and then placing the catheter. Urine flow was not detected, so the nurse and an assistant briefly rolled the pt on her side and then back into position and then placed pressure on the bladder. At that point adequate urine flow was detected by the nurse. The nurse returned to the pt's side and found the foley catheter out of the pt missing the tip (approx 1.5 in). Per michelle jacqurd, a urologist was called in at that time to perform a cystoscopy. The catheter tip was not present in the pt's bladder. The sheets were checked, and the tip was not found. The new foley catheter was placed and the lap chole was completed. The director of risk management stated a second cystoscopy was performed. The pt was discharged from the hospital on same day with no complications at that time.